Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation of the implantable cardioverter defibrillator revealed episodes of non-sustained oversensing episodes due to oversensing during capacitor charging. Programming changes were attempted, but were unsuccessful and were left as is. Patient was to be monitored.